Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach during a laparoscopic sleeve gastrectomy, the stapler was able to fire, but the staple was not well formed and excessive blessing happened. It was stated that after firing the reload and removing, there was more than usual bleeding. The doctor used eight clips and stitched along the 60 mm length of reload. This resulted in two more days extended hospitalization. The surgical time was also extended to 30 minutes or more. The clip was applied and stitch was taken to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.